Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 39mg/dl with confusion and cognitive impairment. The patient did not receive any treatment above and beyond the usual care of diabetes management. Customer support (cs) completed troubleshooting and it was found that the patient was overriding the dosage recommended by the bolus calculator, there was an incorrect manual calculation of dosage, and the patient was miscounting carbohydrates. This report is being made due to the bg excursion the patient experienced due to use error.